Manufacturer narrative:
(B)(4). Batch # t9443x a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In the event description it states: "the tip broken off" did any part of the tip break off and fall inside the patient? If yes, was the piece retrieved? Was anything scheduled to retrieve the broken piece? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Maude report number: mw5091059.

Event description:
It was reported that, ¿during a procedure, the surgeon was using a harmonic scalpel machine when the instrument started to malfunction. The instrument would no longer register during use. The surgeon attempted to reactivate it, however, it kept failing. Once the instrument was retracted, it was inspected by staff and noted to have had the tip broken off. No harm to the patient.¿